Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system continu-flo solution sets disconnected and subsequently leaked. It was further specified, the spike of the clearlink set "inadvertently came out of the bag spike port" of a heparin bag. The entire bag of heparin leaked out. The event occurred prior to patient use; therefore, there is no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of a heparin bag was provided for evaluation. During visual inspection of the provided photograph, no leak could be identified as the set was not visible in the photograph. Due to the nature of the sample, functional testing could not be performed; therefore, the reported condition could not be verified through photographic inspection. Should additional relevant information become available, a supplemental report will be submitted.